Event description:
During an unspecified gynecological laparoscopic procedure, the sleeve disengaged. The surgeon applied antoher instrument to complete the procedure. The hosp has reported that no pt injury occurred.